Event description:
It was reported the patient underwent an elective right femoral artery angioplasty, which was performed using a retrograde approach from the left groin. Reportedly, the puncture was a single wall puncture without complications and that a 5f introducer sheath was used during the procedure. The physician stated the puncture was in the common femoral artery and that the vessel was of a good size and free of disease. A 6f angio-seal vip device was used to seal the arteriotomy. No complications were experienced with deployment and hemostasis was achieved. Following the procedure (several hours, possibly the next day), the patient's blood loss pressure dropped. Two days after the angioplasty procedure, the patient was taken to the operating theatre for treatment of retroperitoneal bleeding. Allegedly, the surgeons were not able to locate the angio-seal device, but noted that the puncture was slightly high and that the artery had a small tear on the anterior wall. The patient's condition deteriorated and death occurred six days after the angioplasty procedure. The patient had previously undergone a mitral valve replacement and was on anticoagulation therapy which was stopped sometime prior to the procedure and restarted approximately six hours following the procedure.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.